Manufacturer narrative:
Patient involvement is unknown. PMA 510(k). The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. Patient involvement is unknown at this time, though no patient injury has been reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. Patient involvement is unknown at this time, though no patient injury has been reported.

Manufacturer narrative:
The device manufacturer date provided in the initial report, submitted january 8, 2016, was incorrect. The correct date of manufacture is 12/16/2014. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. Through follow-up communication with the customer, sorin group deutschland has learned that there was no patient injury. Through follow-up communication with the facility on september 19, 2016, sorin group received further information regarding water sampling of the affected device. The water sampling log provided by the customer shows that the facility performed water sampling and air sampling of the 3t heater-cooler on a bi-weekly basis between (B)(6) 2015. The water samples were tested for heterotrophic plate counts, or hpc (drinking water standard), and for the presence of (B)(6). The air samples were tested for (B)(6) presence only. All of the tests showed that the water samples were within the acceptance level of drinking water quality. One isolated water sample from (B)(6) 2015 was tested positive for mycobacterium chimaera. The water samples taken on (B)(6), as well as the samples taken after (B)(6) (all in 2015) all tested negative for (B)(6). The air sampling tests did not detect any n(B)(6) in the air flow of the device. The sampling log confirms that the unit was not contaminated at the day of the installation. It also shows that the continued disinfection performed by the customer removed the (B)(6) detected in the water sample from (B)(6) 2015.

Manufacturer narrative:
There was no patient injury. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. Through follow-up communication with the customer, sorin group (B)(4) has learned that there was no patient injury. The unit was returned to sorin group (B)(4) for deep disinfection. Visual inspection of the inner and outer parts of the heater-cooler unit revealed residuals and biofilm in the tanks, especially on the patient side. The internal tubing also showed discoloration. The biofilm was removed and a deep disinfection and decalcification cycle was performed on the unit. The internal tubing was replaced and a functional test run and technical safety inspection were performed without issue. The unit was returned to the customer. Based on the obvious biofilm in the water circuits of the inspected device, sorin group (B)(4) has concluded that the users have not strictly followed the cleaning and disinfection instructions outlined in the current instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU.